Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 6-8 x 40 mm acculink stent in the heavily calcified left internal carotid artery. Post procedure, the patient experienced an episode of hypotension. Medication was provided and the hypotension resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product defiencies. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.